Manufacturer narrative:
UDI: (B)(4). The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection with the unaided eye showed lens is almost cut in half. The lens condition is consistent with a lens that was explanted from the patient's eye. Considering the condition of the returned lens, additional analysis is not possible. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure. It was stated that the patient had poor visual acuity. Patient outcome post op was ok after a new lens was implanted. No further information was provided.

Manufacturer narrative:
Additional information was received stating that the lens tilted after implantation. It was stated that the patient complained of poor decreased vision. It was blurry for distance and near as well as glare in their right eye. The patient is (B)(6) years old and has recovered. Age at time of event or date of birth: (B)(6) years old. Date of event: (B)(6) 2015. If explanted, give date: (B)(6) 2015. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): poor visual acuity. Explant of an intraocular lens in a secondary procedure. A review of the manufacturing records was performed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints was executed and revealed that no other complaints for the production order was received to date. The documentation showed that the production order was manufactured according to specifications and met specification prior to release. All pertinent information available to abbott medical optics has been submitted.